Manufacturer narrative:
Block e1: initial reporter name: (B)(6). Block h6: device code a0414 captures the reportable event of stent torn material inside the patient.

Event description:
It was reported that a percuflex ureteral stent was used in a procedure. During insertion and inside the patient, it was noticed that the stent has an issue. The procedure was completed with another same device and there were no patient complications reported. Picture provided by the customer showed that the stent coil was torn.

Event description:
It was reported that a percuflex ureteral stent was used in a procedure. During insertion and inside the patient, it was noticed that the stent has an issue. The procedure was completed with another same device and there were no patient complications reported. Picture provided by the customer showed that the stent coil was torn.

Manufacturer narrative:
Initial reporter name: (B)(6). Device code a0414 captures the reportable event of stent torn material inside the patient. Investigation analysis. Upon receipt at our quality assurance laboratory, this percuflex ureteral stent underwent a thorough analysis. Visual inspection of the device found that the stent bladder coil was torn. The suture was not returned for analysis. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent can get torn during the preparation affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.